Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately six (6) weeks post-operatively to address instability from soft tissue failure. During the revision the femoral and articular surface components were revised and replaced to address the patient's valgus deformity. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - persona cruciate retaining cemented narrow femoral component size 11 right catalog #: 42502007002 lot #: 62967585, persona stemmed cemented tibial component right size f catalog #: 42532007502 lot #: 66524323, persona cemented all-poly patella 32mm catalog #: 42540200032 lot #: 66517820 g2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.